Event description:
Description of event according to initial reporter: the filter began to deploy prematurely. The device was removed and everything was put on hold. Nothing was left in the patient. Patient outcome: the patient will require another of the same procedure to attempt a successful icv filter placement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.